Event description:
This lead was capped and replaced because, the lead had pulled back and there was loss of capture. There were no adverse patient events reported. Should additional information be received, this report will be updated.